Manufacturer narrative:
A review of the photographs and x-rays provided revealed that an unknown trident shell contributed to the reported event. The catalog number and lot code were not provided. A supplemental report will be submitted upon completion of the investigation. Device not available.

Event description:
Revision total hip right due to dislocation of femoral head from trunnion. During revision surgeon stated trunnion head appeared like a sharpened pencil. Surgeon removed liner, stem and head.

Manufacturer narrative:
An event regarding disassociation involving an unknown head (pr 926573) and an unknown accolade stem (pr 926580) was reported. The event was confirmed for malpositioning involving an unknown trident shell as per medical review. Method & results: -device evaluation and results: the device was not returned, it remained implanted. -medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: cup malposition in absent anteversion has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with dissociation of the femoral head from the taper. The relatively large 44-mm femoral head may have been a secondary factor of relevance. -device history review could not be performed as the lot ID is unknown. -complaint history review could not be performed as the lot ID is unknown. Conclusions: the medical review concluded that "cup malposition in absent anteversion has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with dissociation of the femoral head from the taper." Further information such as return of device, operative reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Revision total hip right due to dislocation of femoral head from trunnion. During revision surgeon stated trunnion head appeared like a sharpened pencil. Surgeon removed liner, stem and head.